Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The cause of the quantum board failure could not be identified. Therefore, probable cause is due to deterioration over time because six years and ten months have passed since production of the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon inspection of the monitor, a faulty quantum board was causing the reported problems. A crack was discovered on the bottom right corner of the bezel and the top right corner of the rear panel. Furthermore, heat caused discoloration on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the high-definition lcd monitor turns off intermittently and display black screen. There was no patient involvement, no harm or user injury reported due to the event.